Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, no actionable errors located in the logs and no alarms sounded at bench run. However, during testing of the device a ventilator service required (err_obm_accy_urgent_service) alarm occurred. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, the front case enclosure, handle, and universal porting block were replaced due to cosmetic damage observed. The software was upgraded. The device passed all testing and set to ship mode awaiting dispatch.